Event description:
Medtronic received info that during an annuloplasty procedure, this ring was implanted but could not be separated from the holder. As a result, the mitral annulus was damaged and the mitral valve had to be removed and replaced. Additional time on bypass was approx 2 hrs.

Manufacturer narrative:
Evaluation results - device history review found the product met specifications when released for distribution. Conclusions - exact cause of the event cannot be determined as the product has not been returned for analysis. Analysis: to date, this product has not been returned for analysis. Return of the device is anticipated. Without product return, analysis is limited to review of the device history record, which shows that the product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device. A review of complaints notes no similarly reported incidents, and there are no trends for the reported clinical observation. Upon receipt of the device, a full investigation will be completed, and the follow up report will be submitted to FDA.